Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was initially reported that a peritoneal dialysis (pd) patient encountered a fluid leak after their apd luer lock connector became disconnected and fell off. It was not reported if this occurred during treatment. There was no adverse event, serious injury, or medical intervention attributed to this event. Multiple follow up attempts to acquire additional information were performed, however, to date a response has not been received. There is no sample available to return to the manufacturer for physical evaluation.